Manufacturer narrative:
Manufacturing site evaluation is on going.

Event description:
Facility reported that during the intra operative surgery the device produced a flash in the belly of the patient as the l hook handle were inserted during this lap case. No patient injury. Surgery was delayed 5-10 minutes. Component used with this product is gk372r, handle f/monopolar electrodes 5mm.